Event description:
It was reported that the system stored untreated episodes due to the oversensing of noise. A review of the stored electrograms found significant rail-to-rail noise. The sensing vector at the time was set to the primary sensing vector. Technical services reviewed and discussed trying the secondary sensing vector. Later, the doctor explanted and replaced the electrode. The pulse generator pocket was also revised. A new electrode was placed onto the original pulse generator. There were no additional adverse patient effects.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 25mm from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray shows a fractured sense a cable at approximately 31mm from the terminal end and from approximately 90 to 105mm from the terminal end. The defibrillation distal cable is fractured at approximately 31 and 103mm from the terminal end. The fracture characteristics appeared consistent with cyclic fatigue. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the system stored untreated episodes due to the oversensing of noise. A review of the stored electrograms found significant rail-to-rail noise. The sensing vector at the time was set to the primary sensing vector. Technical services reviewed and discussed trying the secondary sensing vector. Later, the doctor explanted and replaced the electrode. The pulse generator pocket was also revised. A new electrode was placed onto the original pulse generator. There were no additional adverse patient effects.